Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they have received no delivery alarms. The customer's blood glucose level at the time was unknown. The customer states the alarm was resolved by set change. The customer states they also received motor error alarm and having been having high blood glucose levels. The customer's blood glucose level at the time of incident was less than 120mg/dl. Troubleshoot was conducted. The alarms history showed the presence of multiple alarms. The customer was advised the pump would need to be replaced. The customer states their levels had gone to 400mg/dl at one point. The customer's levels during incident were 300mg/dl. Troubleshoot for the high was conducted. The customer was advised a tubing clamp would be sent out. The customer mentioned paramedic response for low level of 32mg/dl.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to verify excessive no delivery alarm and perform the occlusion and excessive no delivery test due to pump unable to prime. No motor error alarm during testing and the motor passed motor test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and minor scratched lcd window.